Manufacturer narrative:
Evaluation summary: one single dpt-vamp jr kit with attached pressure tubing set was received for examination. Priming solution was visible inside of the pressure line and blood also remained in the middle of the line. The tubing was detached at the solvent bond joint with the one-way stopcock. Indication of bonding solvent was present at the small part of the tubing bond area; however, it seemed very thin. Visual examination was performed under 10 x magnifications. The damage occurred on patient side of the kit. The reported defect was confirmed and is to be considered to be a manufacturing defect. An investigation was previously opened to determine the root cause and implement corrective actions. A lot break could not be determined as this unit was reported with an unknown lot number.

Event description:
It was reported that "on the second day of use the connection near the reservoir came off during blood sampling.